Event description:
Fiber broken 3 inches from handle. This info is documented as reported to trimedyne.

Manufacturer narrative:
Note: the MFR completed all of the info on this form. Reporter has indicated that device will be returned for eval, but as of the date of this report, device has not been received. Other firm reference number: